Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non¿health care professional reported that following the initial the intraocular lens (iol) implantation procedure, the patient experienced unknown other mechanical complication of iol. As a result, the intraocular lens (iol) was explanted and replaced with an advanced technology intraocular lens (atiol) replacement lens 5 months, 19 days, following the initial implant procedure. Additional information has been requested but is not available at the time of this report.